Event description:
It was reported by the customer that the threaded stud broke on handpiece. The caller did not have any case details about problem or procedure. No patient consequence reported.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.